Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). A healthcare provider reported that the neurosurgeon made a note about the patient's implant that says, xrays show possible lead migration by a few millimeters. The caller indicated that they plan to revise the patient's implanted, they are expecting to place a paddle lead and replace the ins. The caller stated that the ins malfunctioned, it takes four hours to charge the ins. The caller was an MRI tech and did not have other details about the status of the implanted system. Patient reported via rep that loss of therapy, return of pain, stimulation in an undesired location, lead migration/dislodgement.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the revision has not yet been scheduled, however they will return the device after the case. The rep had no further info at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the full explant took place on (B)(6) 2025. Rep was not made aware of the explant case date so they did not attend. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient's device was fully explanted. The rep was not notified of this at the case. They will attempt to get the explant date.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that no surgery date has been scheduled yet. The cause of the issue was unknown and rep would be scheduling to meet with the patient (pt) to provide further education on charging. The issue has not been resolved yet. The information has been confirmed with the physician. Healthcare provider (hcp) called back and reported that the lead tip migrated and added that the implanting hcp, confirmed that the lead is still in the epidural space but has shifted 2 mm left or right. Hcp noted they are unsure why the lead shifted but pt is going to have a revision in the near future. Hcp reiterated that the ins takes 4 hours to charge and pt has not been using the therapy but pt states the ins is fully charged. Hcp states pt is now here for the MRI but states they cannot turn stim on b/c "it shocks them" when they turn stim on. Hcp noted they are sure that the shocking issue is what is leading to the revision. Hcp inquiring if they can proceed with MRI. Tss reviewed pt does not need to turn stim on to activate MRI mode/have the scan done.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (b)(6 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.